Event description:
It was reported that the device was implanted in 2008. It is stated that the itst sliding nail cap (0 mm) was not installed into itst nail perfectly. Nail cap remains about 1-2 mm from the upper surface of itst nail proximal part.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Patient height, weight and activity level is unknown. Based on the provided information a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.